Event description:
The patient connector was not connected with the titanium adapter well when the customer changed the transfer set. There was no patient injury or medical intervention reported. There was patient involvement.

Manufacturer narrative:
(B)(4). Received one used set with no cap (loose in pouch) on spike, titanium adapter and no cap on patient connector in reference to connection issue. During visual inspection it was noted that the patient connector and the titanium adapter did not connect flush and was difficult to connect. The titanium adapter contained what appeared to be material from the patient connector. Patient connector contained damage to the threads. Functionally hand tightened a lab titanium adapter with difficulty noted and tested set underwater at 8 psi with no leaks noted. The complaint was confirmed in the lab for connection issue. The lot number is unknown; therefore a batch review cannot be performed.

Manufacturer narrative:
(B)(4). The root cause was undetermined.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.